Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient. Upon testing the grippers, the anterior gripper would not descend. Troubleshooting was performed unsuccessfully. The clip was removed from the patient and tested on the preperation table when the gripper continued to have challenges descending. A replacement mitraclip was selected and implanted successfully. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.